Event description:
Cancer [cancer] burning in back of throat [burning in throat] painful to swallow food [swallowing painful] pain got worse [condition aggravated] sore throat [sore throat] tingling in mouth [tingling mouth] throat inflamed [pharyngeal inflammation]. Case description: this case was reported by a consumer and described the occurrence of cancer in a female patient who received double salt denture cleanser (polident smokers denture cleanser tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident smokers denture cleanser tablets. On (B)(6) 2015, an unknown time after starting polident smokers denture cleanser tablets, the patient experienced sore throat. (B)(6) 2015, the patient experienced pharyngeal inflammation. On (B)(6) 2015, the patient experienced cancer (serious criteria gsk medically significant and other: serious event). On an unknown date, the patient experienced burning in throat, swallowing painful, condition aggravated and tingling mouth. The action taken with polident smokers denture cleanser tablets was unknown (dechallenge was unknown). On an unknown date, the outcome of the cancer, burning in throat, swallowing painful, condition aggravated, sore throat, tingling mouth and pharyngeal inflammation were unknown. It was unknown if the reporter considered the cancer, burning in throat, swallowing painful, condition aggravated, sore throat, tingling mouth and pharyngeal inflammation were unknown. It was unknown if the reporter considered the cancer, burning in throat, swallowing painful, condition aggravated, sore throat, tingling mouth and pharyngeal inflammation to be related to polident smokers denture cleanser tablets. Additional information: adverse event (ae) information received via mail on 09 september 2015. Consumer used polident smokers tablet and experienced tingling in mouth and burning at the back of throat. On (B)(6) 2015 she got a sore throat and her primary care physician (pcp) prescribed 3 different antibiotics for treatment. The medication did not help her and was referred to a throat specialist. She had a biopsy done on (B)(6) 2015 which showed inflammation on her throat. The inflammation did not heal and it was very painful to swallow any food. She stated that the pain got worse that it even hurt to sip water. She went back to the hospital again and had another biopsy done on (B)(6) 2015. She was now diagnosed with cancer and needs radiation treatments.

Manufacturer narrative:
Adverse event (ae) follow up information received september 16, 2015 via phone call: consumer reported product as polident smoker 84 count. Lot code me101413c. Consumer reported her age as (B)(6). Consumer reported that she is not sure if the product caused her adverse events. Consumer reported that the product caused her to have throat cancer pain, burning in her mouth, tingling in her mouth, a taste in her mouth, further described as minty. Consumer also reported that the product may have caused her mouth to be sore, mouth to be raw, hurts when she swallows and opens her mouth. Consumer reported her throat being sore and raw and it not healing. Consumer reported that it was close to the tonsil area. Consumer reports that she sees her primary doctor, radiation doctor for radiation, radiation has not begun, chemotherapy doctor, and a gastroenterologist for a feeding tube. Consumer is going to have a CT scan done on (B)(6) 2015 and follow up with the doctor on (B)(6) 2015. Consumer stated that the cancer may have spread to a lymph node. Consumer did have biopsy on (B)(6) 2015 which showed inflammation. On (B)(6) 2015 consumer had a second biopsy that showed cancer. Consumer reported that she did weight (B)(6) pounds but now weighs (B)(6) pounds. Consumer reported that she is on medication for blood pressure, cholesterol and b12. Consumer will be sending in a copy of all medications, pathology report and doctors. Consumer stated that there was a history of breast cancer and liver cancer in her family. The reporter considered throat cancer pain, burning in her mouth, tingling in her mouth, a taste in her mouth, to be related to polident smokers denture cleanser tablets and possible for mouth to be sore, mouth to be raw, hurts when she swallows and opens her mouth.

Event description:
Minty taste in her mouth [after taste], burning sensation in mouth [burning oral sensation], mouth to be raw [raw mouth], painful to swallow food [swallowing painful], mouth to be sore [sore mouth], pain got worse [condition aggravated], sore throat / throat pain [sore throat].